Manufacturer narrative:
The reported meter was returned and investigated. Performed visual inspection on returned meter. No issues were observed upon visual inspection. A new issue was observed upon docking. The meter was sent for further investigation and de-cased. Observed dry spots from liquid ingress inside of docking port upon internal visual inspection. Issue is not confirmed due to a user issue.

Event description:
A healthcare professional reported receiving inaccurately high readings on the adc blood glucose meter. Health professional reported receiving meter readings of 227 mg/dl and 278 mg/dl compared to a lab result of 93 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The reported readings were obtained from a patient experiencing medical issues unrelated to diabetes. The reported issue did not cause or contribute to a death, serious injury or mistreatment.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported receiving inaccurately high readings on the adc blood glucose meter. Health professional reported receiving meter readings of 227 mg/dl and 278 mg/dl compared to a lab result of 93 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The reported readings were obtained from a patient experiencing medical issues unrelated to diabetes. The reported issue did not cause or contribute to a death, serious injury or mistreatment.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the xceed precision pro meter and precision pro (g3ch) strips were reviewed, and the dhrs showed the precision pro meter and strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of 30 apr 2018 at the time of investigation, retain testing could not be performed. A tripped trend review was completed for the reported complaint, precision pro meter and precision pro test strips. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare professional reported receiving inaccurately high readings on the adc blood glucose meter. Health professional reported receiving meter readings of 227 mg/dl and 278 mg/dl compared to a lab result of 93 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The reported readings were obtained from a patient experiencing medical issues unrelated to diabetes. The reported issue did not cause or contribute to a death, serious injury or mistreatment.